Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing without further replicating the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently recognized the attached electrode pads as pediatric then adult electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.